Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws came apart. 2nd kit had to be opened. Case completed successfully. No patient injury.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). A lot history record review was completed for lots 3000244416, 25163320, and 3000232590 the last 3 lots shipped to the account prior to the event/aware date. For the lot # 25163320 . For the lot # 3000244416. There was one (01) ncmrs , rework, or deviations documented for the reported lot number. There were two (02) ncmrs , rework, or deviations documented for the reported lot number. For lot # 3000232590. There were no ncmrs, rework, or deviations documented for the reported lost number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.